Event description:
It was reported to philips that the device was failing the operational check. No patient involvement reported at this time. The results of the functional testing indicate a external paddles failure. No other functionally fault was found and the device functioned to supply therapy as expected per design. Based on the information available and the testing conducted found the cause to the reported problem was a paddles failure. The reported problem was confirmed. Upon conclusion of the evaluation, it was determined that the external paddles require replacement. They were replaced and device passed all testing. The device was put back into service. It has been concluded that no further action is required at this time.